Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay (probnp ii) result for one patient sample tested on a cobas e 411 immunoassay analyzer. The initial result was reported outside of the laboratory. The physician questioned the result as a higher result was expected. The initial sample and an aliquoted sample were then rerun. On (B)(6) 2022 at 9:40 am, the initial result was 15.7 pg/ml. On (B)(6) 2022, the repeat results of the initial sample and the aliquoted sample were both 4597 pg/ml. The repeat result was deemed correct. The reagent lot number is 56186101 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The calibration, qc data and alarm trace were requested but not provided. The qc was reported to be in range on the day of the run. The serum sample was collected on (B)(6) 2022. It was frozen and ran 2 days later. The sample was centrifuged for 8 minutes at 5000 rpm. The tube type was requested but not provided. A visual check of the sample indicated that it was clear. The field service engineer (fse) inspected the instrument and noted that the measuring cell was aged. He then replaced the measuring cell. He verified the instrument's performance by a system volume check, pinch valve tubing (pvt) adjustments, assay performance check and a blank cell check. The customer performed calibration and qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.